Event description:
It was reported that a charging pad for the ilet system was not functioning, as confirmed by a physical therapist supervisor after attempting multiple power outlets and concluding the charger was the issue. Symptoms included no alarms or alerts. Outcomes included shipment of a replacement charger after troubleshooting and education were completed. Investigation included remote troubleshooting that confirmed failure to charge across different outlets and initiation of return for evaluation. Investigation of this case revealed a suspected charger hardware malfunction localized to the charging pad component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.